Event description:
Patient was placed in a hoyer lift. Patient slid out of the hoyer seat (sling) and fell to the floor. The fall was determined to be the result of the resident being improperly positioned in the canvas, resulting in resident's fall off the canvas and to the floor, sustaining a fracture to her lower left leg. Patient was treated a t the hospital with application of a cast and returned to the nursing homedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.